Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.5; date: (B)(6) 2011, inratio: 2.5, lab: 8.29. Pt's therapeutic range: 2-3 inr. Pt's coumadin was held for 2 days due to meter reading on (B)(6) 2011. He was retested 2 days later. Nurse states that pt was moderately bleeding, which eventually started to get heavier so he was sent to the ER.